Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was offline. A technical service specialist has verified and confirmed that customers will collaborate with their information technology team tomorrow to restore the system and address the issue. The system functioned as intended after the technical service specialist had troubleshooted the device. The serial number, UDI and manufacture details kept blank since the given asset information was found to be generic medbank.

Event description:
It was reported that when using thepyxis medbank system, it encountered system malfunction. A customer has reported that a user is unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.